Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 9/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the needle fell out of the body. The needle was immediately found and discarded.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported: "the needle went off during vascular anastomosis" please clarify: did the needle break or did the needle pulled off from the suture during vascular anastomosis? The needle pulled off from the suture during vascular anastomosis. Were there any unexpected outcomes or complications ? No further information is available. Were there any adverse patient consequences? There were no adverse consequences to the patient. Was the needle piece removed from the patient during the same procedure? No further information is available. What was the name of the procedure? No further information is available. Does the needle remain in the patient¿s tissue? No further information is available. Were x-rays taken to locate the needle? No further information is available. Was there any patient consequence or injury? There were no adverse consequences to the patient. What medical/surgical intervention was provided? No further information is available. Event date? No further information is available. Lot number? No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure the needle pulled off during vascular anastomosis. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested